Manufacturer narrative:
Product analysis: the closurefast catheter was returned to medtronic investigation lab for evaluation. The device was returned inside a previously opened clf box, loosely in its tray and contained an opened tyvek pouch. No ancillary devices or images were returned. Visual inspection of the catheter shaft revealed no abnormality, deformity, and no kinks. Visual inspection noted damage to the heating element/coil, burn marks/peeling was observed on the tip ball area, would be consistent with what can occur when uneven or lack of compression is applied during activation. A visual and tactile inspection was completed along the catheter shaft that may contribute to the 0.025-inch wire not passing through the guidewire lumen, no kinks or anomalies were noted along the catheter shaft. A 0.025-inch medtronic guide wire from the lab was inserted through the proximal luer hub of the device, resistance was met approximately 74.5cm within the coil/element section of the device. Multiple attempts were made to advance the guidewire but was unsuccessful. Attempts were made to load the guide wire through the distal tip but it too proved unsuccessful. The catheter tip (coil/element section) was sliced to observe the lumen of the catheter. After the incision was made in close proximity to the ball tip area the 0.025-inch medtronic guide wire passed through with no resistance. It should be noted that a 0.025-inch medtronic guide wire was passed through the luer hub, passed the entire length of the device until resistance was encountered would suggest that the luer diameter and the 0.025-inch guide wire are within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician used a closurefast catheter to treat the great saphenous vein (gsv) of a patient. Vessel tortuosity was reported as strong. Local anesthesia was used. The catheter lumen was flush performed prior to use. The IFU (instruction for use) was followed during catheter preparation, procedure, post-procedure. A guidewire was used when inserting and placing the catheter. Set temperature was reached during ablation. It is reported a 0.025 inch non medtronic sheath was used with the closurefast catheter but a failure occurred that it did not fit as it was too tight. It was replaced with another closurefast catheter and a 0.025 inch non medtronic sheath it was able to be inserted without any problem and the procedure completed. No additional treatment required. The vein is reported to have closed. No patient injury reported.